Event description:
It was reported that the customer put air in the cuff, but it would not inflate. No additional information was available. No patient injury was reported.

Manufacturer narrative:
A sample was received to perform an investigation. A visual inspection of the picture taken identified a hole. Functional testing was performed using an inflation test. It was not possible to inflate the cuff as it leaked so badly. A non conformance report (ncr) was initiated for cuff tears and corrective actions were taken. A quality alert was initiated and training of the production team was performed. Also, there was replacement of gauges and equipment with sharp edges by blunt versions, a warning was added to the manufacturing procedure, and better organization on affected workplace was established. The root cause of the reported problem was determined to be a manufacturing problem. A device history record (DHR) review was performed for the reported lot number and no observations were recorded during manufacture to suggest an issue of this nature occurred.